Manufacturer narrative:
Please note that upon additional information received it was determined that this event is the same event as reported in 3002648230-2016-00124. Future information regarding this event will be recorded under follow up reports under 3002648230-2016-00124.

Event description:
It was reported that post cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, it was noted that the balloon had deflated on the catheter and there was blood visible in the coaxial umbilical cable. Incoming information shows blood in the balloon catheter as well. There were noted flow and inflation issues. The balloon also catheter appeared to be broken at the conjunction of the balloon. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Event description:
It was reported that post cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, it was noted that the balloon had deflated on the catheter and there was blood visible in the coaxial umbilical cable. Incoming information shows blood in the balloon catheter as well. There were noted flow and inflation issues. The balloon also catheter appeared to be broken at the conjunction of the balloon. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.